Event description:
It was reported that connector failure was observed on the elite xenon light source. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. According to the feedback from the field service engineer the output connector bumped the facility¿s bed, and due to failure of the output connector, inserting the endoscope was difficult (the image was not displayed). However, since the subject device was not returned to olympus, the issue could not be reproduced, and a presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.